Event description:
A customer reported falsely elevated total b-hcg results from a pt sample that had been diluted 10:1 on board the eci analyzer. No biased results were rpeorted. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.